Event description:
While pt on telemetry, monitor showed pt to be in ventricular fibrillation-alarm did not sound, no recording or event storage took place. Trend strip reveals no activity for prior 30 mins. Employee reports nothing in event recall for approx 2 1/2 hrs just prior to event but trend strip shows activity during same time frame. Channel was not placed in stand by prior to event per employee.